Manufacturer narrative:
During the time of manufacture, hub removal force testing was performed with all samples within the required limits. It is unclear what type of conditions the packaged product is subjected to after leaving the facility and it is recommended to ensure a proper connection prior to use. It is recommended to hand tighten the needle onto the syringe prior to use. Based upon the verbatim the condition observed could not be confirmed to have originated at the manufacturing plant, therefore corrective actions are not necessary. Batch 4207029 is considered in compliance with our product specification requirements.

Event description:
No additional information provided

Manufacturer narrative:
(B)(4). Supplemental MDR - syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. It is recommended to hand tighten the needle onto the syringe prior to use. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:309623, batch#:4207029. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Item: 309623. Quantity affected:1ea. Serial/lot number: (B)(6). Po : (B)(6). Are any samples available for return? Yes. Reported issue: patient care staff using syringe to administer a med and the cap/needle separated from the syringe in the process of administering.